Manufacturer narrative:
The reported issue that the display board needed replacing for dim segment could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. Device was not returned to manufacturing facility.

Event description:
Dim segment on led display. Npr - no product returned. It was reported that the device had dim segment on the led display. Although requested there was no additional information provided at this time.